Event description:
It was reported the device exhibited an issue with the cassette not being recognized correctly. There was unknown patient involvement.

Manufacturer narrative:
E1 initial reporter phone (B)(6) . One device was received for evaluation. Visual inspection found the tamper seal to be missing, and the lcd lens to have a crack. Functional testing was able to duplicate the reported problem; however, the dso sensor was found to be non-functional. The root cause was unable to be established. The dso and seal were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.